Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) has exhibited premature battery depletion. No changes to the output settings was noted. Routine monitoring of the ipg battery with technical services is planned. The ipg remains in use. No patient complications have been reported as a result of this event.